Event description:
A nurse reported that the device was used to check a patient's blood glucose and a result of hi was obtained. A lab was done and the value was 470 mg/dl. Linearity tests were in range on the system. The patient was treated with insulin. The device was replaced and requested to be returned for evaluation.